Event description:
PICC inserted under ultrasound guidance, inserted 1820. Catheter placed in left antecubital area. Four cm of cather exposed and secured with steri strips. Site used for infusion of penicillin g every four hours. Last used 0200. At o515 noted that catheter hub was loose on arm and catheter was no longer evident outside site.